Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 32 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found damage to proximal stent rows 4-5 with stent struts lifted. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube kink 220 mm distal from distal end of the strain relief. The hypotube kink noted which was not mentioned in the complaint event most likely occurred as a result of unintentional use error during post procedure handling or re-packaging of the device. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 11-jan-2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right side. The 80% stenosed , 58mm in length, eccentric, de novo target lesion was located in the mildly tortuous, mildly calcified and 3.50mm in diameter right coronary artery. Following pre-dilation with a 3.5 x 15 emerge balloon catheter, a 3.50 x 32 synergy drug-eluting stent was advanced but failed to cross the lesion. Pre-dilatation was performed again to further prepare the lesion and attempted to advance the same 3.50 x 32 synergy stent; but still could not cross the lesion. The procedure was completed using two overlapping stents, a 3.50 x 24 synergy and a 3.50 x 38 non-bsc stents. There were no patient complications nor injuries reported and the patient was stable. However, returned device analysis revealed stent damage.